Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) exhibited a power on reset (por) after the patient received multiple radiation treatments. A partial reset deleted the patient information from the device history. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.